Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Customer reported experiencing high bgs (262mg/dl to high reading) despite corrective boluses while wearing the pod for 7 hours. Prior to deactivating the pod, the customer reported continually receiving "skip message". Customer did not report that there was a kink in the cannula or that the pod alarmed prior to being deactivated. Pod will be returned for eval.